Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿ device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. The following sections could not be completed with the limited information provided. Manufacture date ¿ unknown.

Event description:
It was reported a patient underwent a tibial fixation procedure on (B)(6) 2016. During the procedure, the reamer shaft fractured while the surgeon was reaming the medullary cavity. When the surgeon removed the shaft after distal reaming, the shaft fractured into pieces. There was approximately a three hour delay in procedure to recover the fractured pieces of the reamer shaft. No pieces remained in the patient's body.